Event description:
A customer's mom reported that her child "got an infection at the site and had to seek medical attention". After removing the pod, the site appeared "red and had puss". Customer's mom took him to see a doctor "right away" and he was treated with a 10-day supply of antibiotics. The child's mom prepares the site by scrubbing it with alcohol and lets it dry and "is not sure how this could have happened". We do not expect the pod to return.

Manufacturer narrative:
The pod was not returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the MFR that based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod's user guide contains a section dedicated to infections titled, "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod: don't apply a pod to any area with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include: pain, swelling, redness, discharge or heat. If an infection is suspected, immediately remove the pod and apply a new one in a different location and contact an hcp. To mitigate the recurrence of adverse skin reactions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Product lot qualification records could not be reviewed since no lot number was provided.